Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer reported that when she took the reservoir out of her insulin pump there was drops inside her insulin pump. Customer reported reservoir was leaking. Customer reported that she does not know the location of leaking. Customer unable to continue troubleshoot for reservoir leak due to customer no knowing where the leak was located. The reservoir will not be returned for analysis.